Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was patient involvement. There was no reported harm as the failure was an incidental finding observed by the manufacturer during servicing activity.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction : describe event or problem annex b : b17. Annex c : c20. Annex f : f26. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, remedial action required, remedial action #. Annex a : a0721, a040502, a0401. Annex g : g02005, g04037, g04070, g02017. Annex b : b01. Annex c : c0201, c06, c070606, c070601. Annex d : d02, d01. Annex f : f27.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no patient involvement associated for the reported failure as it was observed by the manufacturer during servicing activity.